Event description:
The customer reported via phone call that they had a button anomaly during a bolus. It was also found a button error alarm occurred after. Customer also reported a weak battery alarm occurring. The customer stated the battery threads and lids were damaged on the insulin pump. Customer's blood glucose was 7.8 mmol/l. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.